Event description:
It was reported that the patient presented to the clinic with care alert for right ventricular (rv) lead impedance and short interval counts (sic). In addition, noise was seen on the pace/sense (p/s) electrocardiogram (egm) in office. It was noted the p/s portion of the rv lead was fracture and lead integrity alert (lia) was triggered for nonphysiologic sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d284drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).